Event description:
The customer reported the x-ray on lamp is not lighting. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the lamp socket and reseated lamp. System operates as intended. (B) (4).